Event description:
At one month post implant check of the device involved in this report, the physician noticed that several noise episodes have been recorded in device memory after implantation with the programmed sensitivity of 0,4 mv.

Manufacturer narrative:
January 04, 2010: this event concerns a device that was manufactured and used outside the united states. Method: device follow-up files were analysed. (B)(4). Discussion: according to the available data, the device operated as intended. Some oversensing events were observed since the implantation procedure (one month follow up - in average, less than one episode per day - episode duration: a few cycles only). All these oversensing episodes were non sustained episodes and did not trigger any therapy (because they were non-sustained). Such oversensed events could result from strong external interface, specific patient activities, myopotential sensing or a ventricular lead issue. Modifications of the algorithm are under evaluation; in case results of this evaluation are satisfactory, they will be implemented in future ICD generation; implementation in current available icds will be evaluated at that time.